Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. To date, the device has not been returned to olympus. The root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was no image on the secondary monitor. At the time of the call, the customer was unable to troubleshoot. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there is no image on the high definition lcd monitor, which was originating from the uwit wireless system. There were no reports of patient harm associated with this event.